Manufacturer narrative:
On 29 july 2016 it was prepared a final report with the information already reported in the initial report. On 02 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 06 june 2016. (B)(4). On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: secondary stabilization in a tka implanted five months before. A thicker inlay has been implanted. This is a standard procedure that may be caused by ligament laxity, sometimes progressive, or to an attempt by the surgeon to spare as much tissues as possible during primary operation. Components look correctly implanted and no subsidence or mobilization can be inferred from the images. No reason to suspect that the secondary intervention was due to a defective device.

Event description:
The patient was experiencing instability of the right knee. The surgeon removed the 12mm uc insert and put in a 17mm uc insert. The surgeon did not know the cause of instability. The surgery was completed successfully. X-rays are available. The explant will not be returned to medacta international (B)(4).